Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve severe paravalvular leak (pvl) was noted due to the valve position (too high). The valve was snared and moved up to the ascending aorta. A second valve was placed in the annular position, resulting in moderate pvl. A balloon aortic valvuloplasty (bav) was conducted, resulting in mild pvl. No other adverse patient effects were reported. Both valves remain implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).